Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio flex meter would not power on when inserting a test strip. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2022. The patient manages their diabetes with a fixed dose of insulin. The patient claimed they skipped food on the morning of (B)(6) 2022, when they were unable to perform a blood glucose test due to the reported issue. As a result, the patient experienced symptoms of ¿not feeling well, dizzy and confusion¿. There was no report of medical treatment/intervention received due to the alleged issue. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The cca noted the correct test strips were being used for testing and based on the information provided, the battery did not need replaced. The cca confirmed the patient was able to turn the meter on manually when the power button was pressed. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after they were unable to test their blood glucose due to the alleged power issue.